Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced an event where the infusion set cannula was not inserted in the skin properly on (B)(6) 2025 which led to high blood glucose of 421 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.